Event description:
Patient in interventional radiology for ultrasound guidance for vascular access, aortogram, right pelvic and right lower extremity angiogram, second order selective, 6 x 120 mm cordis smart johnson and johnson stent and balloon angioplasty, 6-french starclose. During the procedure, the terumo destination sheath reportedly had lack of "pushability"; radiology rn reported the device became "like mush" and was difficult to remove. A second sheath of the same product was used and same issue was noted; third sheath of the same product was used to complete the procedure. There was no harm to the patient, who tolerated the procedure well and was transferred to the recovery room in stable condition.